Event description:
The facility reports the cna was attempting to lift the patient after connecting the sling. The lift had started upward movement when the arm became dislodged from the carriage, striking the patient in the nose and causing a fracture with bleeding.

Event description:
The facility reports the cna was attempting to lift the pt after connecting the sling. The lift had started upward movement when the arm became dislodged from the carriage, striking the pt in the nose and causing a fracture with bleeding.